Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. Patient reported that the infusion site became irritated, sore, redness, puss was present and a bump had appeared, leading to the patient removing their pod on (B)(6) 2026. In addition, the patient stated that they did not ¿feel right in themselves¿. The patient attended a pharmacy, where they were advised to speak with a gp. The patient attended a gp appointment on (B)(6) 2026, where they were told that they had an infection that had started to spread. The patient was prescribed floxiclin 500mg every six hours. The patient also applied a new pod.